Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the new sensor needle did not retract after insertion. Customer did not know if the sensor broke off. Customer bled at site. Customer's blood glucose was 264 mg/dl. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, performed the continuity resistance test and the sensor failed per specifications. An inspection was performed on the insertion needle for butts, hooks and dull needle tip defects and none were found, the insertion needle passed per specifications.